Event description:
Customer reported assignment of an invalid sample identification by the coulter lh 750 hematology analyzer for sample tubes that did not have sample identification barcode labels on (B)(6) 2008. The invalid sample identification that was generated by the instrument included some variation of the cassette barcode label. The instrument did generate "no match" errors to alert the operator. The checksum digit feature of the instrument was disabled. When the checksum digit is enabled, a "no read" would have been assigned to the sample identification. No samples were misidentified, and therefore, no test results were reported in error. There was no death, injury or change to pt treatment as a result of this event.

Manufacturer narrative:
On (B)(6) /2008, the customer reported the issue. Attempts to resolve issue included replacement of barcode reader, barcode decoder card and diluter 1 card without improvement to barcode issue. Root cause was not determined during the fse visit of (B)(4) 2008. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This represents event 1 of 2. This MDR is related to the following MDR that has been reported. MDR 1061932-2011-00414.